Manufacturer narrative:
The technician found the brake casters are worn. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The technician replaced the brake casters to resolve the issue.

Event description:
The technician reported the brakes set are not holding. No pt injury reported.